Manufacturer narrative:
A ge service representative performed the onsite investigation. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a 'stator not on error' resulting in an immediate loss of system functionality. There is no report of a patient injury or death associated with this event.